Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter and one swg were returned. No defects or anomalies were observed on the returned catheter or swg during visual inspection, without magnification. The returned swg was inserted into the distal end of the catheter, but would not pass through the juncture hub. The swg was then inserted into the proximal end of the distal extension line and again would not pass through the juncture hub. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related since the investigation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.

Event description:
It was reported that the event occurred in the cardiac intensive care. The md stated that the spring wire guide (swg) "can be inserted through the catheter with difficulties only".